Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned. We do not know the day of the event; we have the month and year which I entered; I selected (B)(6) 2012.

Event description:
Allegedly, on or about (B)(6) 2011, the patient underwent gynecologic surgery were a power morcellator was used. What was thought to be benign tissue was in fact uterine leiomyosarcoma. After undergoing chemotherapy, she passed away from complications of uterine leiomyosarcoma.